Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing difficulty communicating with his scs ipg when using the pt programmer. The pt stated at times his scs patient programmer displays an 'error' message when he is attempting to communicate with his ipg. An sjm representative met with the pt. An assessment of the pt's ipg determined that the ipg is not flat under the pt's skin causing the communication to be intermittent and difficult at times. Surgical intervention to address the issue is planned for a later date.